Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: the black box showed a loss of prime on (B)(6) 2015 at 10:52; deliveries resumed at 13:15. The pump was exercised for 24hr duration period with no errors, alarms or warnings during testing. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 498 mg/dl with polyuria, polydipsia and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient's basal rate by their healthcare provider. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.